Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for p arkinson's dual and movement disorders. It was reported that there was an occurrence of high impedances. The following values were reported: c<(>&<)>0=6163 ohms, 0<(>&<)>1=7667 ohms, 0<(>&<)>2=9609 ohms, 0<(>&<)>3=9609 ohms, and all other electrodes were measured as normal. The implantable neurostimulator (ins) was on. Follow-up revealed the cause was not determined and there were nointerventions/troubleshooting as the MRI was denied. No patient symptoms were reported. If additional information is received, a follow-up report will be submitted.